Manufacturer narrative:
The complaint sample was received incomplete at integer for evaluation and the reported event was confirmed. The chain assembly shaft had fractured into multiple pieces between the cardan joints and the blue knob. Overtightening the ratchet mechanism, which puts additional force on the shaft of the chain assembly, may have contributed to this event, however it is unknown to what extent this offset cup impactor's ratchet was tightened. There were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample. There were several impaction marks observed on the metal handle, both near the impaction plate and where the metal handle and offset cup impactor body meet, that are not consistent with intended use. Review of the production records did not reveal any discrepancies. In summary, it is unknown what caused the observed fracture. Report source is the distributor, stryker orthopaedics.

Event description:
It was reported during an unknown patient hip procedure that when the surgeon went to insert a cup he was impacting it and the tip of the inserter broke off. No adverse events, surgical delay, nor patient consequence were reported as result of this malfunction.